Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information received. Upon receipt of the returned pump, it was noted that the locking key/disk that aligns and secures the inlet and outlet housing had been drilled out. The inlet and outlet housings were not aligned and had been partially unscrewed. The inflow conduit and the outflow graft and bend relief were not returned. The percutaneous lead (lead) was severed approximately 3" from the pump housing. The severed portion of lead was returned in three pieces and all pieces of the lead were tested for electrical continuity and passed. Examination of the pump¿s body showed no evidence of depositions or thrombus formations. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled and functionally tested under normal operating conditions and the device functioned as intended. A cause for the reported low flow events and a correlation to the returned pump could not be determined. The event history of the returned system controllers (serial #(B)(4)) was reviewed and confirmed the reported low flow and replace system controller alarms. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that the patient was admitted on (B)(6) 2014 with low flow alarms. The patient¿s event history indicated that the low flow events occurred only at night while the patient was connected to the power module and the hospital suspected a potential issue with the percutaneous lead. The patient was connected to a system controller (serial (B)(4)) to check the percutaneous lead. The patient felt fine and no alarms occurred for a few days. On (B)(6) 2014, a ¿replace system controller¿ message appeared on the system controller and the system controller was exchanged (serial (B)(4)). On (B)(6) 2014, the patient had frequent low flow alarms while connected to batteries and the power module; therefore, a decision was made to exchange the pump.

Event description:
The patient was implanted with a left ventricular device (lvad). Approximately 22 months post-implant it was reported tha the patient had low flow events. The hospital team reviewed the patient's event history and the percutaneous lead was examined. A decision was made to exchange the pump.